Event description:
The user straightened the pig tail of the stent using the straightener and attempted to advance it over a wire guide (olympus visiglide2 0.025 inch) but the wire guide would not pass through the stent lumen. He checked the stent and found the pig tail had a kink.((B)(4)). He placed zebd-7-7(lot unknown) instead to complete the procedure. ((B)(4)). Note: incorrect wireguide size used. The patient did not experience any adverse effects due to this occurrence. For all complaints: for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact as described in description of event. What was the target location for the stent? Bile duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Ni. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? Olympus visiglide2 .025. Was the wire guide lubricated prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use? Yes. Was the wire guide inspected for damage prior to use? Yes. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. If yes please indicate the procedure performed. Stone extraction. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? As described in description of event. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. Was a straightener used to straighten the stent? Yes. (If any damages were confirmed prior to use)was the package damaged? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus jf-206v. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Was resistance encountered when advancing the wire guide to the target location? No. Was resistance encountered when advancing the introduction system in place to the target location? N/a. How did the physician deal with this resistance? N/a. How did the physician determine the length of the stent to be used for the procedure? N/a. Where was the stricture located in the duct? N/a. Was the stricture dilated prior to placing the device? N/a. Was resistance encountered when advancing the stent through the obstructed area? N/a. After placement, was stent position verified? N/a. If yes, please describe how. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. N/a. Did any section of the device detach inside the endoscope or patient? No. If yes, please specify what section of the device broke off:. Please indicate whether the device broke in the endoscope or in the patient? Was the broken device retrieved? If yes, please indicate what tools were used during retrieval. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. If yes, please indicate what modifications were made:. Please indicate why the modifications were necessary. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. If yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due the completion of a lab evaluation on 29-jul-2022: visual inspection: stent and pigtail straightener returned. Kink observed on the 4th porthole of the pigtail curl on tapered end. Functional inspection: 0.035 inch wire guide passes the kink. The user straightened the pig tail of the stent using the straightener and attempted to advance it over a wire guide (olympus visiglide2 0.025 inch) but the wire guide would not pass through the stent lumen. He checked the stent and found the pig tail had a kink.(368379) he placed zebd-7-7(lot unknown) instead to complete the procedure. (368381) note: incorrect wireguide size used the patient did not experience any adverse effects due to this occurrence. For all complaints: 1 for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact as described in description of event 2 what was the target location for the stent? Bile duct 3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Ni 4 what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* olympus visiglide2 .025 5 was the wire guide lubricated prior to use? Yes 6 was the device at the centre of the complaint inspected for damage prior to use? Yes 7 was the wire guide inspected for damage prior to use? Yes 8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes 9 if yes please indicate the procedure performed. Stone extraction 10 did the patient involved exhibit altered anatomy or tortuous anatomy? No 11 if not with the device in question, how was the procedure finished? As described in description of event 12 did the patient require any additional procedures as a result of this event? No 13 what intervention (if any) was required? 14 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 15 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 16 was a straightener used to straighten the stent? Yes 17 (if any damages were confirmed prior to use)was the package damaged? No for complaints occurring during use (once in contact with endoscope) also ask: 2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus jf-206v 3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes 6 was resistance encountered when advancing the wire guide to the target location? No 7 was resistance encountered when advancing the introduction system in place to the target location? N/a 8 how did the physician deal with this resistance? N/a 9 how did the physician determine the length of the stent to be used for the procedure? N/a 10 where was the stricture located in the duct? N/a 11 was the stricture dilated prior to placing the device? N/a 12 was resistance encountered when advancing the stent through the obstructed area? N/a 13 after placement, was stent position verified? N/a 14 if yes, please describe how. 15 please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. N/a 16 did any section of the device detach inside the endoscope or patient? No 17 if yes, please specify what section of the device broke off: 18 please indicate whether the device broke in the endoscope or in the patient? 19 was the broken device retrieved? 20 if yes, please indicate what tools were used during retrieval. 21 were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. 22 if yes, please indicate what modifications were made: 23 please indicate why the modifications were necessary. 24 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 25 did the patient require any additional procedures as a result of this event? No 26 what intervention (if any) was required? 27 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 28 were any other defects observed on the device prior to return (other than the reported complaint issue)? No 29 if yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplement report being reported due to the completion of the investigation on 08 nov 2022.

Event description:
Supplement report being reported due to the corrections required to include investigation findings to the complete report submitted.